Manufacturer narrative:
Product analysis: instrument was received with inner threaded sleeve and associated knob dis-assembled. Visual inspection did not identify any material damage with respect to the instrument or associated components. Instrument is intended to be disassembled for cleaning purposes. Instrument was able to be fully reassembled. After reassembly, instrument was functionally tested with a sample implant for implant retention. Sample implant was able to be fully engaged and securely tightened onto the instrument threaded shaft, and was unable to be manually moved or removed. After visual and functional evaluation, the instrument appears to be capable of functioning as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the sterile implant was placed on the inserter, the implant was still moving. The instrument and implant were still able to be used without any issue.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.